Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an episode of atrial driven pacemaker mediated tachycardia (pmt) and was experiencing chest pain. It was also noted that presenting device data indicated a possible left ventricular (lv) loss of capture however, lead measurements were within normal range. The health care professional (hcp) planned to have voltage adjustments made to optimize programming. No additional adverse patient effects were reported. This device remains in service.